Event description:
Md described failure of versaport plus v2 to retract after insertion into umbilicus incision. Md noted major bleeding after insertion of trocar, upon exploration found laceration to small bowel, mesentery and iliac artery. Dates of use: (B) (6) 2010. Diagnosis or reason for use: laparoscopic vag hysterectomy. Also opened and used versaport plus v2 5mm-12mm trocar.